Event description:
Contact reported that the depuy acromed isola rod had broken postoperatively. A procedure was performed to remove the hardware. Few details were provided and the date of the original implant is not known.